Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Verification was completed of two transmissions sent from the remote monitor to the carelink network (B)(6) 2011. Verification was completed indicating the clinic received care alert on (B)(6) 2011.

Event description:
It was initially reported by the clinic to the manufacturer representative that the clinic became aware of lead integrity alert care alert two days after it had occurred. The clinic could not reach the patient, so they called police who found patient deceased at home. Information identified in the manufacturer's database indicated the patient died approximately six months post implant of the implantable cardiac defibrillator (ICD). A cause and date of death were requested and not received.